Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient is undergoing dialysis. Technical services discussed some programming options. The sensing vector has been reprogrammed. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had two inappropriate shocks due to oversensing. The smart pass feature had programmed itself off due to decreased intrinsic amplitudes. Technical services recommended some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient is undergoing dialysis. Technical services discussed some programming options. The sensing vector has been reprogrammed. There were no additional adverse patient effects. The system remains implanted.